Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: the actual device was returned for evaluation. Quality engineering evaluated the cutting burr device and the reported condition that the shaft of the cutter was broken was confirmed. The cutter was examined and photographed using 40x magnification. Based on the photographs taken, the angle indicated that there was excessive force applied. The root cause of the reported condition that the ¿cutters broke¿ was excessive lateral or side to side force. The assignable root cause was determined to be traced to user, which is user error.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Concomitant med products and therapy dates: motor device ((B)(6) 2020). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. UDI: (B)(4).

Event description:
It was reported that during an unspecified surgical procedure it was observed that the burr device broke by the shaft. It was reported that the broken end of the burr device was lodged in the drill device temporarily. It was reported that an identical spare burr device was used with a different drill device and everything worked fine. It was reported that there were no delays to the surgical procedure due to the event. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.